Event description:
It was reported that a streak of brown foreign matter was seen inside the bd ultra-fine¿ ii insulin syringe around the 5 unit mark while drawing up insulin. The following information was provided by the initial reporter, translated from japanese: "according to the user' verbatim report, when drawing the insulin from the vial, the user discovered a brown streak around the "5" indicator on the syringe. It seemed to be internal, but the user could not determine if it adhered when drawing the drug solution or if it was there from the beginning."

Manufacturer narrative:
Investigation summary: customer returned one syringe loose, reporting brown fm inside the barrel. The syringe was visually inspected and observed brown fm inside the barrel. Fm was removed out of the barrel and a small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polymethacrylate. Due to the batch being unknown, no DHR review can be completed. Since the customer used the syringe to draw insulin from a vial and then discovered a brown streak around the ¿5¿ indicator but is unsure if it was already there or was after drawing the liquid into the barrel. Hence, no root cause can be identified.

Event description:
It was reported that a streak of brown foreign matter was seen inside the bd ultra-fine¿ ii insulin syringe around the 5 unit mark while drawing up insulin. The following information was provided by the initial reporter, translated from japanese: "according to the user' verbatim report, when drawing the insulin from the vial, the user discovered a brown streak around the "5" indicator on the syringe. It seemed to be internal, but the user could not determine if it adhered when drawing the drug solution or if it was there from the beginning."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.